Manufacturer narrative:
One medfusion pump was received with a cracked right plunger case and battery door. The event history log was reviewed and there was a base not responding error. Power up process and occlusion test were performed. The reported issue was unable to be duplicated. There was no damage found on the interconnect board. The interconnect printed circuit board (pcb) was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a base hardware alarm. There was no patient involvement and no additional information.